Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of a 48 mm diameter abdominal aortic aneurysm approximately six weeks ago. The infra-renal neck angle was 55 degrees. The proximal aorta was 21-22 mm in diameter and 40 mm in length. The right iliac artery was 20 mm and the left iliac artery was 21.5 mm in diameter. The right and left femoral arteries were 12 mm and 8.5 mm in diameter respectively. It was reported that the aortic cuff was deployed a few millimeters inside the left contralateral limb of the bifurcated stent graft, obstructing blood flow to the right ipsilateral limb. This was due to a sizing error by the physician (selecting a cuff that was too long for the proximal aortic neck). A supra pubic bypass was performed to restore blood flow. The subject is doing fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (vessel occlusion, inaccurate stent graft delivery). (Incorrect stent graft size was implanted).